Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose level. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated symptoms like mental confusion, irritability and slurring of words. Customer reported that the pump had broken retainer ring and the reservoir was not able to lock in place. No further complications were reported. The customer will continue to use the product. Frn-unk-rsvr, unomed inf set.